Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery longevity was not meeting customer expectations. It was noted the pre egm storage feature was programmed to be on continuously. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694265, implantable tachy lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.